Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the keypad was unresponsive. Customer stated that the up and down button as well as the act button was unresponsive. Customer also reported that they had the insulin pump in their pocket and may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.